Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed thick, heavy noise on all three channels which resulted in pacing inhibition. The ICD did not deliver therapy due to the noise.